Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, a total of 100 retained samples from each batch number: 4068303, 4044861, and 4060165 were visually inspected, and no defects related to oil gel globules defect were observed. Complaints for sample quality were under statistical control for the month of december 2024. Further testing is not indicated. Nevertheless, data from clinical testing was available for this lot. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (oil gel globules) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The results of the study demonstrated that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed with respect to lots 4044861, 4060165 and 4068303, for the indicated failure mode oil gel globules. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were oil gel globules present in the serum and oil floating on the serum in a large quantity of tubes across three lot numbers. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4068303 d4. Medical device expiration date: 31-aug-2025 d4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 08-mar-2024 d4. Medical device lot#: 4044861 d4. Medical device expiration date: 31-jul-2025 d4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 13-feb-2024. E1: initial reporter facility name: (B)(6) hospital a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were oil gel globules present in the serum and oil floating on the serum in a large quantity of tubes across three lot numbers. No adverse impact was reported regarding the patient or user.